Event description:
On (B) (6) 2009, pt reported an e6 (mechanical error) displayed on her infusion device during basal delivery. She stated this error occurred 2-3 times per week for the past 8 months. Verified that the insulin cartridge was out of the infusion device, the infusion device was in stop mode, and the infusion tubing was connected to the insulin cartridge and her infusion site. She reported the cartridge volume was 174 units. Walked through the change the cartridge process setting the piston rod to 174 units. Had her to prime until insulin flowed from the end of the tubing, stopped the prime reconnected the tubing to the infusion site and placed the infusion device into run mode. She stated the e6 mechanical error did not return. Verified that the infusion device battery type was set for alkaline. Pt reported the e6 (mechanical error) occurs during basal and bolus delivery and never occurs after the a2 (low battery) alert displays. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of suspect product for eval.